Event description:
It was reported that the patient presented in clinic for normal generator change. It was noted that the patient's right atrial (ra) and right ventricular (rv) leads exhibited low pacing impedance. No intervention was performed. Patient's condition was unknown.